Event description:
The account alleged when using the footboard, the hi/low will go up a little and when they let go of the switch, the hi/low runs back down unintentionally.

Manufacturer narrative:
The account replaced the main control board to repair the bed.